Event description:
It was reported that during revision surgery to replace the acetabular liner and modular head, the surgeon could not remove the liner. Anterior approach employed. The surgeon plans to re-operate in 6 to 8 weeks using a posterior approach. The modular head and sleeve were the only parts removed.

Manufacturer narrative:
The procedure involved in this case relates to the same patient as MDR report 3005477969-2013-00221.